Event description:
It was reported that during insertion the peel away sheath would not separate. The tabs remained attached, but the sheath would not tear apart properly. As a result, another kit was used. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).